Manufacturer narrative:
Review of this MDR shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: 26-jan-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was reported that it was reviewed of the potential for a fluid short or damage to the lead body. The manufacturing representative (rep) called from the battery replacement case. She stated that in the wens, there is a short between 8-10, impedance is 50 and 12-15 with an impedance of 60. The rep stated that they are replacing the ins today as they were thinking there was a fluid short. It was reviewed that it appears to be a lead issue. The battery was not read prior to the case because the ins was discharged. They will put the lead into the new ins and check the impedances again. The rep stated that she well send in the battery for analysis and they will replace the lead at a later date. The rep reported that the new ins was connected and impedances were ran, two impedances tests were done (outside and one inside): wens 8, 10, 12, and 15 were do not use outside - 12 and 15 were do not use in pocket - 8, 10, 12, and 15 were do not use the rep also stated the patient admitted to tripping and falling on (B)(6) 2018. The rep also noted that they will likely move to lead replacement. No further information was reported.